Event description:
Medtronic received a report that a patient implanted with pipelines experienced stenosis or thrombosis in the side branch vessels or parent arteries covered by the flow diverter with associated symptoms of neurological deficit, neuropathy, and cranial nerve dysfunction. The patient had an mrs score of 5 noting severe impairment with disability. Acute coagulation therapy was added, and the outcome was noted to be resolved with sequalae on (B)(6) 2024.  The date of onset was 3-feb-2023. The event was assessed as not related to the procedure due to underlying disease complications, but the relationship to the device could not be ruled out. There had been no malfunctions present, and no retreatment was performed. It was reported that the patient had 3 pipelines successfully implanted telescopically on (B)(6) 2021. The patient was asymptomatic and had an mrs score of 0 at discharge on (B)(6) 2021, and at follow-up visits on (B)(6) 2021, and (B)(6) 2022. Dsa imaging on (B)(6) 2021 were classified as raymond and roy (r<(>&<)>r) class 2 with okm occlusion scale c1 with no presence of stenosis/occlusion in the parent artery.  Dsa imaging on (B)(6) 2022 were similar with okm occlusion c2. Dsa imaging on (B)(6) 2023 showed occlusion in the parent artery, r<(>&<)>r class 1, and okm occlusion d1. At the patient's follow-up visit on (B)(6) 2023 they had an mrs score of 5 noting severe impairment with disability. The patient was undergoing treatment for an unruptured, spindle-shaped aneurysm located in the left vertebral artery on the greater curvature side. The height was 6.0mm, the max diameter was 6.0mm, the dome diameter was 6.0mm, the neck diameter was 2.6mm, and the dome/neck ration was 2.3. The diameter of the proximal end of the indwelling flow diverter was 3.5mm, and the distal diameter was 3.2mm. It was noted that the surgery was difficult, but the 3 pipelines had been successfully implanted for a total placement length of 50mm. There were no device malfunctions present. After the implant the patient had been on ongoing clopidogrel 75mg and cilostazol 200mg. Ancillary devices include phenom and navien catheters.

Manufacturer narrative:
Continuation of d10: product ID ped2-375-30 (a827595); product type: ; implant date ; explant date product ID ped2-400-25 (b011778). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information regarding the adverse event "stenosis or thrombosis in the side branch vessels or parent arteries covered by the flow divider (associated symptoms:)" was obtained. Thrombosis occurred and brain stem infarction (stroke) occurred. Drug used for the acute coagulation therapy, argatroban.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that occlusion of the parent artery was confirmed during the follow-up imaging 24 months after the procedure on (B)(6) 2023. The modified raymond-roy classification was 1), complete occlusion. The obstruction status of target aneurysm (okm scale) was d1. There was no branch vessel occlusion. The same findings were observed on the patient's 36 month follow-up imaging on (B)(6) 2024. The patient had symptoms of neurological dislodgement and cranial nerve damage associated with the occlusion, with an onset date of (B)(6) 2023. The patient had experienced a cerebral infarction stroke at the target vascular region. The stroke was said to be severe, which meant a stroke in which the nih stroke scale worsens by 4 points or more for 7 days or more after onset. The outcome was said to be recovered with sequelae on (B)(6) 2024. The relationship of the adverse events to the device and procedure could not be denied.

Manufacturer narrative:
Correction to the aware date of this event. It was initially reported to be 13-aug-2024, but has been updated to 12-aug-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.